Manufacturer narrative:
Test strip lot # 1020313213. Expiration date on: august 2015. Control solution range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
It was reported to nova biomedical that a consumer received a result of 185 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 106 mg/dl. According to the consumer, "her meter time was not set and she was estimating on the time of the tests". During the call to customer support, it is unclear if the consumer did performed on control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for evaluation.